Manufacturer narrative:
Analysis of the pipeline flex embolization device (lot no. B135501) found that the pipeline pushwire was extending ~189.9 cm from rhv attached to the catheter hub. The pipeline flex device was then removed from the phenom catheter. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched and ptfe was found to be pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact with what appeared to be blood residue. Dps sleeves were found to be missing. The tip coil was found to be missing. The proximal braid was found to be collapsed and frayed. The distal braid end was found to be collapsed and damaged. The returned phenom was flushed; dps sleeves and tip coil exited distal tip. Tip coil was found to be damaged. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as the distal braid end of the pipeline flex braid was found to be co llapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Method code updated to b01. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was previously treated with stryker 360 coils on (B)(6) 2020. The patient's pru level was 5, which was 98% inhibited.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom was brought into the m1 segment past the aneurysm to open the stent in a distal straight segment. The m1 wasn't as straight as thought. When test opening the stent, the distal end did not open. The tip coil was getting stuck in the distal segment first then repositioned. The stent was opened all the way down to the resheathing marker. A push and pull technique was done, and pushed into a bend to open the distal end. Resheathing was performed four times, but still fully locked in the distal segment. The stent was pulled out along with the phenom microcatheter. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed good results with flow arrest in the aneurysm. The patient was undergoing surgery for treatment of a recurring, saccular, unruptured aneurysm of the right internal carotid artery (ica) previously coiled, and a max diameter of 4.5x9 mm, reoccurred area was 4 x3 mm, and a 3 mm neck diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Ancillary devices include a phenom 027 - ma20-059.